Event description:
Aquamantys handpiece was working correctly, then the irrigation stopped and then the cautery stopped working. No follow up procedures need to be performed. The device is now with the hospital operating room inventory specialist.